Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2022 and a fibrin sealant preparation device was used. They tried to inject the fibrin sealant preparation device into the dual applicator and they couldn't get the jug into the applicator. Case completed with a like device. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please clarify, did the user have trouble connecting the vistaseal syringe to the dual applicator? Or were the dual applicator and the vistaseal syringe properly connected, but the product was clogged and couldn't be dispensed? >>user was unable to remove the applicator to attach the extended applicator. Once a new applicator was obtained and attached the original (drug) product functioned as usual. What is the lot number? 2601868. Did the vstas1 tip that experienced the quality issue come from a 3 pack of tips sold separately or a vistaseal kit? Vistaseal dual applicator came from within a vistaseal kit. If it came within a vistaseal kit, can you identify the product code: vst10, vst04 or vst02? Vst10. What was the thawing process used? N/a. Was the damaged product used on the patient? New vistaseal dual applicator was removed from a separate visatseal kit. This allowed for drug delivery to the patient was any leakage or product solution observed at the luer locks connection? No. Are there pictures of the damaged device available? No. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information.yes. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. . If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Investigation summary - observations: 1. One luer lock has deep tool marks, indicating that the luer lock heavily manipulated by a metal instrument. 2. There are light tool marks on the other lure lock, and on the tip manifold too, indicating both the luer lock and tip manifold were lightly manipulated by a metal instrument. Investigation: 1. The lightly manipulated lure lock was able to turn without any resistance. 2. The heavily manipulated luer lock was also able to turn. However, the resistance was significantly higher. 3. By turning the luer locks alternatively, the tip manifold was able to be removed from the adapter. 4. There were no damages to the thread on the tip manifold. 5. It is most likely that, the user felt some resistance when manually turning the luer lock, then resorted to using a tool to unlock the tip. However, by turning one luer lock only would not remove the tip manifold. To remove the tip from the adapter, the two luer locks have to be turned in the loosening direction simultaneously, or alternatively with gradual steps. Conclusion: there are no malfunctions on the returned device. The tip manifold was able to be removed from the adapter even after the luer lock was heavily manipulated by the user. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.